Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening may have led to instability and an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation. Additionally, no details regarding the cement used or the cement technique were provided and their contributions to the reported event cannot be determined. The most probable root cause associated with the reported event of " prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5 yrs postop the initial l tka this (B)(6) y/o female patient¿s left ps femur to left cck with stem was revised. It was noted there was major poly wear and no bonding of cement to the femoral component. The psc insert was worn badly with severe delamination. Patient was last known to be in stable condition following the event. Rep is attempting to return for evaluation.